Manufacturer narrative:
The investigation determined that the vitros 5600 integrated system did not malfunction and operated as designed. However, it was not configured to predict and report tt3 values in the intended measuring unit due to operator error. The investigation cannot conclude there would not be potential for patient harm if the same user error were to recur in the future undetected.

Event description:
A customer contacted the ortho clinical diagnostics technical solutions center ( ortho tsc) to report that the laboratory information system (lis) reported discordant plasma tt3 results when compared to the vitros 5600 integrated system laboratory report. As a result, 13 samples unexpectedly were reported out as <7 ng/ml on the customer&#38112;lis. Corrected reports were issued and there were no reports of treatment altered, initiated or stopped based on the reported results. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).